Event description:
A report was received that the patient was experiencing discomfort as the ipg was not in the right angle. The patient underwent an ipg revision procedure and was doing well postoperatively.